Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that there may be an issue with ventricular capture. The clinician was unable to determine the exact reason that the device was pacing at a higher output and did not place a marker, it was thought that although the evoked response criteria was met the heart was about to go into a brief fast rhythm. This would mean that there was electrically isolated capture and not pervasive capture across heart. The clinician agreed. It was also noted that there was farfield oversensing of the ventricular paces on the atrial channel. The system remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.